Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and checked all valves. The technician cleaned the 3-way valve, made the shunt-valve passable and removed the re-flow to the tank. After the repair the technician verified the functionality and performed an electrical safety check. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: "it was reported that the ice block of a hcu30 melts down quickly" additional information: the incident occurred on startup of the device so no patient was involved. (B)(4).